Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons had been sticking for four months. The keypad button symbols were allegedly worn off. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also, unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.